Manufacturer narrative:
Reported to sales rep that surgical site had an issue with the lead breaking during procedure. Patient was not harmed; another lead was used. Customer did not return lead for evaluation by enterra medical.

Event description:
Recieved notice that a surgical site reported a lead was damaged during implant. The blue prolene split upon insertion through the robot part.